Manufacturer narrative:
This complaint remains under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. UDI#(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The surgeon was using the handle to make the keel cut after using the tibial drill. During the impaction, a small part of the handle broke off and landed on the drapes. No part landed inside the patient.

Manufacturer narrative:
The complaint states the surgeon was using the handle to make the keel cut after using the tibial drill. During the impaction, a small part of the handle broke off and landed on the drapes. No part landed inside the patient. The investigation confirmed that the lever had broken as reported. It should be noted that a field safety notice was issued stating that to reduce the possibility of leaving fragments in patients to adhere to the IFU which include inspecting the instruments to ensure that no instruments or pieces of instruments are left in the surgical site prior to closure. The complaint shall be closed with a justified conclusion; it will be entered into the complaint database and monitored through trend analysis. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.